Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter would not power on. The complaint was classified based on the customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist (mss) reviewed the initial complaint call. The patient stated that the power issue began on (B)(6) 2017 at approximately 8.30 pm. The patient informed csr that she manages her diabetes with insulin (self-adjuster) and she denies making any changes to her usual diabetes management routine as a result of the alleged issue. The patient alleges that ¿a short time¿ after the meter issue, she developed symptoms of ¿sweating, tingling face, nausea and dry mouth¿. The patient reported that in response to the symptoms, she self-treated with insulin. At the time of troubleshooting, the csr noted the subject meter would not power on manually with a button press. Based on the information provided, there was no misuse of the product, the batteries did not need changed, and patient was not using the meter for the first time. The csr noted that the test strips being used had expired. The csr walked through troubleshooting with the patient, inserting a new test strip per owner¿s manual and the meter did not turn on. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.